Manufacturer narrative:
(B)(4). The hp2 device was returned to the factory for evaluation. No signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The silicone was observed to be peeled away at the tip of the cold jaw, exposing the inner metal component. No other failures were observed. Based on the returned condition of the device the reported failure ¿peeled; jaw; cold boot/coating detached, cracked, peeling¿ was confirmed. Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when device was opened, it was noticed that the silicone tip was defective. It was not fully adhered to the jaws at the tip of the device.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 when device was opened, it was noticed that the silicone tip was defective. It was not fully adhered to the jaws at the tip of the device.